Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. The same day the patient was treated with gentamicin 5mg/hour. The patient was discharged two days after admission. At the time of this report the gentamicin was ongoing and the patient outcome was unknown. On an unreported date, extraneal and physioneal therapies were discontinued and the patient was switched to hemodialysis. No additional information is available.